Event description:
It was reported that the patient received numerous inappropriate shocks due to 'double counting'. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging the patient 'suffered physical and other injuries', and that the patient 'experienced inppropriate and/or excessive shocking, fracture, or other injury requiring medical intervention.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead was returned for analysis.